Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4 , b5, g1, g2, h6.

Event description:
Healthcare professional later called and confirmed the right rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data.

Event description:
Patient reported a right side rupture. Device remains implanted.